Event description:
The reporter got a meter comparison test at his health care facility. The nurse's meter read 335 mg/dl and his meter result was 111. The reporter did not have control solution. No symptoms were reported.